Event description:
A curaplex nasopharyngeal tube was placed by ems when they found the patient unresponsive and with a large amount of vomit on self. The patient received o2 via facemask during transport. During transport the nasopharyngeal tube migrated back into the nasal passage and was no longer visible at the external nare. The placement of the nasopharyngeal tube was not documented in the ems documentation, nor was it reported to the ed staff upon arrival to the hospital. Based on findings from the investigation, the ems staff said they did insert the tube but did not document it. The patient was intubated upon arrival to the ed, but the nasopharyngeal tube was not visible at the time, so the ed staff were unaware of its presence. Ten days after admission, the patient had a coughing fit at which time the nasopharyngeal tube was expelled through the mouth. It is noted that the end of this tube has minimal flare as comparted with other like tubes - the flared end is what helps to prevent migration of the tube past the patient nares. Minimal flare on the end of this device may have contributed to the tube's migration without notice of staff (possible design issue).